Event description:
It was reported that the right ventricular lead exhibited noise which could be reproduced with isometrics. The patient experienced diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
It was reported that a partial lead was returned. The lead insulation was abraded at 40.8 cm to 41.3 cm and at 44.6 cm to 45.4 cm from the distal tip.